Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8051006, medical device expiration date: 02/28/2021, device manufacture date: 04/05/2018. Medical device lot #: 6265333, medical device expiration date: 09/30/2019, device manufacture date: 10/20/2016. Medical device lot #: 7321433, medical device expiration date: 11/30/2020, device manufacture date: 12/28/2017. Medical device lot #: 8110203, medical device expiration date: 04/30/2021, device manufacture date: 05/16/2018. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety¿ leaked. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that after using bd venflon pro safety¿ patients had phlebitis. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Additional information: on 10/08/2018, the customer confirmed that there was no complaint for leakage against the previously reported device and the complaint was for phlebitis, which is not a reportable malfunction. The complaint will be canceled. No further investigation activities will be conducted. It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with phlebitis. There was no report of injury or medical intervention. This issue is not reportable.